Event description:
Information was received indicating that during pre-test, a smiths medical medfusion pump exhibited either primary audible alarm background test or primary audible alarm post upon powering on the device. There was no patient involvement in this event. No adverse effects were reported.

Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Investigator's reset the pump pm date to disable the maintenance recommended alarm and performed power up process to verify customer reported problem. Investigation unable to duplicate the primary audible alarm post error at power up. According to the investigation, the pump j9 connector was fully reseated and re-glued using all three mating surfaces on both sides of the j9 connection. The service's performed pm maintenance and all functional testing passed. The problem source of the reported problem is unknown.